Event description:
Additional information was received indicating that there was no infection. The patient experienced pain. A blood culture was taken and resulted in no infection. IV antibiotics were provided but the patient outcome was that there were no infections.

Event description:
It was reported that the patient was in the ICU due to an infection. No further details, interventions, or an outcome were able to be obtained on initial follow up attempt. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).